Manufacturer narrative:
Product analysis: it was determined during analysis that the test system stopped during incoming test 1 and test 2 for the external pulse generator (epg). The incoming test on the automated test system failed, and the calibration, active current test, and battery removal tests also failed due to an encoder issue. The encoder was subsequently replaced. The epg then passed all final functional tests with no visual or electrical anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.